Event description:
After pre-dilation of existing pulmonary valve, the true dilatation deflated but would not pass through the sheath to be safely removed. The balloon ended up migrating towards the distal end of the catheter and bunched up still preventing the balloon catheter from passing safely through the sheath.